Event description:
No further information was provided. Material #: 11532269, batch #: (10) 23085287 & (10) 23085361. It was reported by customer that rn noted small leak occurring at site of filter. Verbatim: rcc received a complaint via email. Email(s) attached. Patient felt a drip, noted her t shirt sleeve was damp (left bicep area), skin damp underneath, reported to rn. Rn noted small leak occurring at site of filter. Rn to keep line for potential investigation. Cytotoxic drug in line. I have packing to ship in my office if bd wishes to have contaminated tubing sent to them date: nov 9, 2023, primary line: filtered tubing with 500 ml bag of normal saline. Potential lot numbers: (see attachment for photo of lot numbers) (10) 23085287, (10) 23085361.

Manufacturer narrative:
It was reported by customer that rn noted small leak occurring at site of filter. One sample of material number 11532269 was submitted with an unidentified secondary infusion set attached. The sample was visually examined for any damages or abnormalities in the assembly. There were no visual issues found. The primary infusion set along with the secondary infusion set were primed with a blue dye and water solution, and a simulated infusion was conducted to determine if the assembly was leaking. The infusion was conducted at a rate of 125 ml/hr. During the simulated infusion, a leak was confirmed coming from the filter vent. Further examination of the filter did not indicate an excess amount of solvent in the filter construction. The customer complaint of component damage - leak was confirmed. The investigation had been forwarded to the supplier quality group for further evaluation. Investigation of the sample by the supplier group did not indicate any issues with the filter. The supplier concluded that potential scenarios exist from treatments and exposures that occur post filter assembly that can weaken or compromise the hydrophobic properties of the vent and prevent it from functioning properly. The cause for the failure is that the filter was saturated from the medication being infused thus causing an occlusion at the filter and forcing fluid out of the filter vents. Based on the supplier investigation findings, the supplier deemed the root cause to be a user issue. A device history record review for model 11532269, lot number 23085287 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11532269 lot number 23085361 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged and leaked. The following information was received by the initial reporter with the verbatim: patient felt a drip, noted her t shirt sleeve was damp (left bicep area), skin damp underneath, reported to rn. Rn noted small leak occurring at site of filter. Rn to keep line for potential investigation. Cytotoxic drug in line. I have packing to ship in my office if bd wishes to have contaminated tubing sent to them date: nov 9, 2023 primary line: filtered tubing with 500 ml bag of normal saline.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.